Manufacturer narrative:
As the lot number for both devices was not provided, a lot history review could not be performed. Of the two reported malfunctions, no devices were returned to the manufacturer for evaluation; therefore, the investigation is inconclusive due to no sample return. The definitive root cause for the reported events is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk meridian vena cava filter allegedly experienced difficult to remove. This information was received from one source. The two reported malfunctions both involved patients with no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for both devices was not provided, a lot history review could not be performed. Of the two reported malfunctions, no devices were returned to the manufacturer for evaluation; therefore, the investigation is inconclusive due to no sample return. The definitive root cause for the reported events is unknown. The devices are labeled for single use. Wande b pratt, harleen k sandhu, samuel s leake, ida jamshidy, cristina n sola, rana o afifi, et al (2020). Asymptomatic patients with unsuccessful percutaneous inferior vena cava filter retrieval rarely develop complications despite strut penetrations through the caval wall. Journal of vascular surgery: venous and lymphatic disorders, 8(1):54-61. Doi: 10.1016/j.jvsv.2019.03.017. H10: g3. H11: g1, h6 (conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unk meridian vena cava filter allegedly experienced difficult to remove. This information was received from one source. The two reported malfunctions both involved patients with no patient consequences. Age, weight, and gender were not provided.